Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. However, the insulin pump was received with corroded battery tube. The insulin was monitored and no blank display anomalies were noted. No low battery alerts or battery out limit alarms noted. The insulin pump was received with broken battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had a low battery alert, she changed the battery but the display remained blank. Customer stated that when changing the battery, she noticed a small piece missing from the lip of the battery compartment. Customer was using a replacement battery cap. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.